Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a physician via a manufacturing representative regarding a patient in (B)(6). The patient's medical history was noted as stroke. A pump problem was reported; the pump was beeping and showed "pump in safe state reset occurred" message. The pump showed that it was on minimal rate. The pump was reprogrammed to simple continuous and logs were checked again, the logs indicated "reset occurs minimal rate low battery" eri was 3m. When they read the pump again, it showed 16m. The manufacturing representative wanted to ask if the pump could reset again, it was assumed that it put itself in safe mode because of the low battery. It was also assumed that the flow of 500 mcg/day is what was programmed but still the pump was in safe mode. The print report provided as examined on (B)(6) 2016 indicated that pump was in minimum rate and in safe state, reset occurred. Last change was (B)(6) 2016. The pump was delivering baclofen (concentration 1500 ug/ml, dose 8.9 ug/day) estimated elective replacement indicator (eri) was 16m. There was no patient harm or injury and actual patient status was ok. Additional information received on 2016-july-11 indicated that the physician succeeded in programming the pump and it seemed to be working. The physician was to check in the evening to see if it was working or reset again. Pump explant and replacement was recommended. The manufacturing representative indicated that the physician wanted to see if it would happen again within few hours/days and then decide whether to replace pump within a few days/weeks.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the battery had high resistance and the pump motor had a gear train anomaly; corrosion and/or wear and/or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.